Manufacturer narrative:
Details of complaint: the customer reported that this bedside monitor (bsm) does not stay on when undocked and only stays on when is docked. According to the customer, they put in known working batteries into the unit; however, the issue remained. The customer also tested the batteries from this unit with another bsm and that unit worked when undocked. Technical support (ts) informed the customer that they may send in the unit for repair or attempt to repair it themselves. Ts provided the customer with the necessary part number. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation; therefore a root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 11/21/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 11/24/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this bedside monitor (bsm) does not stay on when undocked and only stays on when is docked. There was no patient injury reported.